Event description:
Reported as a mycobacterium chelonae infection and band slippage. The cause of the infection is unknown. The reporter noted the pt had laparoscopic surgery prior to infection to have gallstones removed and the infection may be related to that surgery.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Band slippage and infection are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."